Event description:
User received abnormal troponin t results for three pt samples. Sample 1: initial result 0.175 ng/ml, repeated twice gave 0.089 ng/ml each time. Sample 2 in 2008, initial result 0.164 ng/ml, repeated three times giving 0.52 ng/ml each time. Sample 3 at about one week later, initial result 0.053 ng/ml, repeated four times giving <0.01 ng/ml each time. No erroneous results have been reported. The field service rep was unable to determine the cause, but noted he checked the analyzer. Performance tests were performed which were within specification.